Event description:
The caller reported a malfunction on the pump, specifically indicated by the code "malf 5," but there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before contacting support, and after resetting, the malfunction code did not recur. Technical support advised the caller to continue using the pump and to call back if the malfunction code appeared again. The caller understood and acknowledged these instructions.